Manufacturer narrative:
Citation: m. Konigstein et al. "Outcome of patients undergoing tavr with and without the attendance of an anesthesiologist" international journal of cardiology 241 (2017) 124¿127. Http://dx.doi.org/10.1016/j.ijcard.2017.01.154 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcome of patients undergoing tavr with and without the attendance of an anesthesiologist. All data were collected from a single center between september 2014 and april 2016. The study population included 324 patients (predominantly female, mean age 83 years), 206 were implanted with medtronic evolutr (serial numbers not provided). Among all patients 12 deaths occurred. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: acute kidney injury, vascular complications, stroke/tia, new pacemaker implant, infection, major bleeding, paravalvular leak greater than or equal to moderate. Based on the available information, these events may have been attributed to medtronic product.